Event description:
It was reported that, during a npwt treatment, the patient had two wounds in the abdomen, due to this, it was necessary to place two (2) renasys f small w/soft por connected with one (1) renasys y-connector, and these connected to one (1) renasys go. At the time of placement, apparently the renasys did not have enough suction capacity since it said there was leak. They placed the individual renasys go on each foam, and it sealed well, without leakage, but the same happened when both were placed simultaneously. They confirmed that the y connector did not have any leakage. As it continued giving the same error, they proceeded to leave only one foam in place. The next day there was no suction, and the patient's abdomen was a little swollen. The doctor proceeded to enter the patient into surgery to drain it. No delay or further complications were reported. The current health status of the patient is "stable".

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.